Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The patient developed an infection approximately six weeks post operative. The wound was positive for a (B)(6) infection. The patient was treated with cephalex. Additional information has been requested.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Representative samples were returned for evaluation. They were visually and functionally evaluated and they met the requirements.

Manufacturer narrative:
(B)(4) - the surgeon opines that the patient developed tissue necrosis at the subcutaneous layer approximately eight weeks post operative which developed into a secondary (B)(6) infection. The patient was treated with cephalex.(B)(4)

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers:(B)(4).